Event description:
It was reported that the device exhibited premature eri. An initial measured data reading was 2.74 v, 9 ua, 5.4 kohms with a magnet rate of 97.2 ppm. A second measured date was 2.69 v, 9 ua, 5.5 kohms with a magnet rate of 94 ppm. Measured data taken one month previous was 2.72 v, 9 ua, 5.4 kohms.